Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went onsite and replaced ec to resolve the issue with image being black and white. In addition, the fse replaced air filters. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The air filter is a scrap item and will not be returned. The ec was analyzed and found to have errors. Upon visual inspection, no issues were found that would be related to the reported failure. In artemis, the error: error 48204 ec light engine sensor self-test failed. Confirming the fault occurred in the field. The unit was installed and tested into a golden pca system where the component functioned as expected. Preventative maintenance recommended, contact customer service message prompting image quality was displayed. As a result of these findings, failure analysis was able to conclude that the light engine was found to be the root cause of the reported failure. The complaint was confirmed based on [\the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted head and neck surgical procedure, endoscope image was black and white. The site informed the tse they have spoken to field service engineer (fse) about the issue. The site has restarted the system and cleaned inside of the endoscope controller (ec) connector, but issue remained. The site was facing this issue with multiple endoscopes. The tse informed to site that ec was having an issue. The site had requested fse visit to resolve this issue on priority. The procedure was aborted to open. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified prior to the start -pre-anesthesia. No ports were placed. The system functionality was checked upon powering on the system and no errors were noted. It is unknow how the procedure was completed. It is unknown if the dvstat was contacted prior to aborting the procedure.